Event description:
It was reported that the host monitor used with the intellivue multi measurement server x2 took a long time to generate an alarm for the invasive blood pressure (ibp) and only a yellow alarm was announced, not a red alarm as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.